Event description:
It was reported that during a heart catheterization procedure, externalized conductors were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion.